Event description:
The PICC line had been placed into a pt with a solid tumor, the exact date is unk. Pt had not undergone surgery yet. Sometime after placement, the pt developed dvt and the catheter was pulled. The dvt was confirmed with doppler sound study, ultrasound, and venous flow study. The status of the pt at this time is unk.

Manufacturer narrative:
Event evaluation: still under investigation.